Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between mar 25, 2021 and mar 1, 2022. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to patient not getting the reading ability. Another johnson and johnson lens of different model and diopter (dfr00v, 27.50 d) was used as a replacement. There was no incision enlargement, no vitrectomy, no sutures done. The patient now sees 20/20 uncorrected and able to read again without correction. No product will be returned. No other information was provided.